Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During sheath preparation, the dilator tip was noted as damaged. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During sheath preparation, the dilator tip was noted as damaged. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. Under microscopic inspection, the dilator was observed to be damaged as if a large piece of plastic was removed from the tip. Inspection of the valve hub observed excess adhesive around the shaft and a piece of fm found within the space. The material within the valve hub was sent to the analytical lab to identify if the material is a piece of the dilator stripped inside of the valve hub. Analytical lab results determined the piece observed within the valve hub to be consistent with the material of the dilator.